Event description:
An attempt was made to use one euphora rx ptca balloon catheter to treat a lesion. It was reported that deflation difficulties occurred. The balloon remained inflated inside the patient's body and fell off the shaft. Several attempts were made to poke the balloon using various tools in order to deflate the balloon, but were unsuccessful. Eventually, it was possible to lodge the balloon in a non-medtronic guide extension catheter and pull the balloon out of the body. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: image confirms that the euphora rx balloon remains inflated and is present distal to the tip of the guide catheter. The inflated balloon cannot fit into the tip of the guide. Additional information: the lesion was tough and stubborn and located in the right coronary artery (rca). There were no difficulties when removing the protective sheath or the packaging stylette. A non-medtronic 1.5 x 15mm balloon and a 2.0 x 25mm balloon were used in the lesion first and both crossed fine. Balloons were inflated to 12 atm twice. It was reported that deflation difficulties and a balloon detachment occurred. The balloon failed to deflate after the first inflation. Multiple attempts were made to suck the negative pressure, however all were unsuccessful in deflating the device. After the balloon fell off, a stiff coronary wire was advanced in an attempt to attempt to pierce the proximal portion of the balloon. The patients blood pressure became unstable. A non-medtronic guide extension catheter was advanced over the proximal portion of the balloon and with gentle negative force the balloon and the guidewire were retracted as one unit down the aorta. The unit was removed out the right femoral sheath. There were no difficulties noted during inflation of the device. There was 15 atms of inflation pressure applied for each inflation. The balloon was not moved or repositioned while inflated. The detached portion of the device was successfully removed from the patient. There was no injury to the patient as a result of the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.